Manufacturer narrative:
As a result of an FDA inspection conducted in (B)(6) 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Device not returned for anlayslsis. Analysis completed on (B)(6) 2020 by nf. Design-related issues: exactech is not aware of any similar complaint reports involving intra-operative prosthesis fracture since 2008. Sales data for all tibial components was used to calculate an approximate complaint occurrence rate of <0.5%. This is considered ¿very low¿ according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design-related. Mfg-related issues: exactech is not aware of any other complaints involving parts from this manufacturing lot of 23 units. Based on the information provided in the experience report, there is no evidence to suggest a manufacturing-related issue. A review of the risk management report (rmr) and risk assessment and controls report (racr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr and racr for this tibial component, rmr-00002 rev a and racr-00003 rev a, were reviewed. The risk is captured, however the racr is being updated under dcrsp-20-252 to capture an appropriate hazardous situation and harm for this risk. Corrective actions are not required because the occurrence rate is ¿very low¿, the risk is captured in the rmr and racr, and the hazardous situation and harm will be updated. Most likely cause: the intra-operative prosthesis fracture reported in (B)(4) may have been the result of not using the tibial protector as instructed in the operative technique and attempting to manipulate the tab back into place after hitting the tab with the talar impactor during impaction of the talar component. However, this cannot be confirmed as the device was not available for evaluation. IFU (B)(4): instrument inspection : visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. The device fragment was recovered from the patient. An investigation was conducted; the intra-operative prosthesis fracture reported may have been the result of not using the tibial protector as instructed in the operative technique and attempting to manipulate the tab back into place after hitting the tab with the talar impactor during impaction of the talar component. However, this cannot be confirmed as the device was not available for evaluation.

Event description:
It was reported from us that an orthopedic surgical procedure was going as planned, until implanting the talus. The tibial component was already implanted, then when impacting the talar component while implanting, the right anterior tab on the tibial component bent. From the agent observation, it seemed they rocked the talar impactor too far posteriorly, hitting the tibial component, causing it to bend. The doctor and fellows were able to effectively manipulate the tab back into place for the clip to accurately lock into place. However, a very small fragment broke off the implant, which they recovered. After successfully locking the clip into place, the doctor tested stability and mobility of ankle, determining the implants were in and working as designed. No immediate implications of failure or malfunction within the implants. The surgeons were not using the plastic tibial protector. The agent can¿t remember exactly why they weren¿t using it though. Some doctors try to use it, but think it hinders them from effectively using the talar impactor so they end up taking it out. Multiple email requests were sent to the contacts for additional information. No additional information was provided by the contacts related to this event.